Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, b6, d1, d2, d4, d6a, d6b, d9, g4, h3, h4, h6.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, brown particles in the shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as an unidentified (tear) opening.

Event description:
Patient reported ..'one implant was broken'. Affected side right. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "broken implant".

Event description:
Patient reported unknown side "one implant was broken." The status of the device is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d6b.

Event description:
"Chronic inflammation," ¿had an impact on the condition my whole body general and every doctor will confirm that in the case of this type of implant, it was a small step towards cancer and certainly its beginning, "ultrasound examination showed an enlargement of the lymph nodes by 50% in relation to the norm," "my physical and mental condition ... Is poor due to all these health complications," and "risking my health" was additionally reported.